Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when a scrub nurse opened the spacemaker plus, the balloon had already been punctured. They could not use the device for surgery.